Event description:
It was reported that the user experienced hyperglycemia after running out of inset infusion sets and being unable to change the infusion set, and replacement supplies were arranged while the user was advised to swap therapy due to elevated blood glucose. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education provided and replacement supplies shipped. Investigation included a review of customer-reported information and technical support troubleshooting. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and user factors related to supply unavailability could have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.